Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died after surgery involving the insertion of a vascu-guard patch. The patient underwent a right carotid endarterectomy during which a vascu-guard patch was implanted. One day after the operation, the patient experienced a hematoma which led to cardiopulmonary arrest, anoxic encephalopathy, and the patient expired. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, five companion samples were received for evaluation. Scanning electron microscopy, differential scanning calorimetry, and amine index testing were performed and no evidence of reduced product function was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.